Event description:
It was reported that this patient experienced dizziness when bending forward while implanted with a non-boston scientific system. The patient underwent a change-out, in which a boston scientific pacemaker was implanted and the existing leads remained in service. During the replacement, the right ventricular (rv) lead exhibited slightly elevated pacing thresholds. A few weeks later, the patient was admitted to the hospital due to a pre-syncopal episode that occurred as consequence of tilting his head forward. A chest x-ray revealed no abnormalities; however, additional testing revealed intermittent rv loss of capture (loc) with arm movements, oversensed noise, pacing inhibition and low impedance measurements on the rv lead. Boston scientific technical services (ts) reviewed the stored episodes and stated evidence suggested a lead integrity issue could be the cause of the loc. Ts recommended replacing the rv lead. An additional episode stored in latitude revealed an isolated event of atrial oversensing. The patient underwent surgical intervention to revise the system. The connections between the leads and the pacemaker were checked during the revision, no abnormalities were noted. Both leads were tested with the implanted pacemaker, a pacing system analyzer (psa) and a non-boston scientific pulse generator. All electrical measurements were normal with all the devices. Nevertheless, the physician elected to replace this pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
The code 3191 was used to capture the surgical intervention. The device was returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The device is expected to be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced dizziness when bending forward while implanted with a non-boston scientific system. The patient underwent a change-out, in which a boston scientific pacemaker was implanted and the existing non-boston scientific leads remained in service. During the replacement, the right ventricular (rv) lead exhibited slightly elevated pacing thresholds. A few weeks later, the patient was admitted to the hospital due to a pre-syncopal episode that occurred as consequence of tilting his head forward. A chest x-ray revealed no abnormalities; however, additional testing revealed intermittent rv loss of capture (loc) with arm movements, oversensed noise, pacing inhibition, and low impedance measurements on the rv lead. Boston scientific technical services (ts) reviewed the stored episodes and stated evidence suggested a lead integrity issue could be the cause of the loc. Ts recommended replacing the rv lead. An additional episode stored in latitude revealed an isolated event of atrial oversensing. The patient underwent surgical intervention to revise the system. The connections between the leads and the pacemaker were checked during the revision, no abnormalities were noted. Both leads were tested with the implanted pacemaker, a pacing system analyzer (psa) and a non-boston scientific pulse generator. All electrical measurements were normal with all the devices. Nevertheless, the physician elected to replace this pacemaker. No additional adverse patient effects were reported.